Event description:
The customer was hospitalized with dka. It was indicated that the doctor feels the cause of the hospitalization is the pump. Troubleshooting was performed. The programming and histories on the pump were accurate. In addition, the lead screw test passed. The customer also mentioned that while running the test, an insulin drop would form at the end of the needle, and instead of falling off, would get sucked back up into the tubing. A replacement pump was requested.